Manufacturer narrative:
The lens was returned adhered to a piece of plastic in an opened peel pouch with a lens case base (no lens case lid returned). Solution and adhesive were dried on the lens. One haptic was broken in the distal area (returned). Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The customer indicated the use of forceps and a qualified viscoelastic. The root cause could not be determined for the reported complaint. The specific lens issue was not specified. Damage to the lens was observed. While we are unable to determine the root cause of the lens damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the surgeon noticed lens was defective as it was about to be implanted. There was no patient harm.